Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted due to other or non product experience. This ICD was replaced. No additional adverse patient effects were reported.